Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient experienced a shocking sensation, which was extremely uncomfortable when he walked through lowes store security gates and while in the store. It was noted that he turned down stimulation. The issue occurred in (B)(6) 2016. It was reported that a manufacturing representative (rep) never told him to turn the device off before walking through a security gate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.